Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced alarms while on tethered support (connected to the power module). The alarms resolved when the pt switched to battery power. The pt was seen at the hospital and the pt was put on different power modules and power module pt cables. The alarms continued on alternate equipment. The system controller was exchanged with no change in alarm occurrence. The pt stated that he felt dizzy and "bubbling" in his chest and turned red. X-rays were taken and nothing unusual was noted. The log file was reviewed by the MFR's technical service group and confirmed the reported alarms. An ungrounded pt cable was requested for the pt. Add'l info was rec'd from the vad coordinator that there was no longer a need for the ungrounded pt cable, as the pt was transferred to another hospital for a heart transplant. The pt had been move to 1a status on the transplant list prior to the reported event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Although the reports of pump stops and low speed operations were confirmed by the log file evaluation, the product was not returned; therefore percutaneous lead damage could not be confirmed. The patient was admitted due to red heart alarms while on the power module. The alarms resolved when supported by batteries. The log file evaluation revealed motor stop events consistent with percutaneous lead damage. On (B)(6) 2014, the patient was transferred to another hospital and received a heart transplant. The implanting center had declined to transplant the patient due to a driveline (percutaneous lead) infection. The patient was listed as transplant status 1a due to the driveline infection. The device was not saved for evaluation following transplant. A review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file for this event.